Manufacturer narrative:
It is not known, based on the limited information made available from this reporting office, what role, if any, the lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for an extraction.

Event description:
On (B)(6) 2016, a dental professional reported that a (B)(6) female patient required extraction of tooth #13. This tooth, which had a prior history of an amalgam restoration with irreversible pulpitis, received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2014. It is reported that the crown debonded on or about (B)(6) 2015. Intervening treatment included a core build-up and new crown (dates not provided to 3m), but ultimately, the tooth was extracted.